Event description:
It was reported that the patient was admitted with no outputs. The clinician had no further information and the leads remain in use according to patient registration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01, ipg, implanted: 2007 (B)(6). (B)(4).